Manufacturer narrative:
According to the complaint form, we got the following information: "snapped catheter during removal caused by movement of baby. Migrated catheter fragment has to be removed during surgical intervention." We received a catheter with a cannula as a sample. It was apparent that the catheter tube had snapped distally at the 5 cm mark. The snapped distal catheter fragment was not included in the sample. There were traces of blood on the snapped end. Microscopic examination of the ruptured area revealed a typically rough surface due to excessive tensile forces. When removing the catheter, the user may have applied excessive tensile force, which led to the catheter rupturing. If difficulties arise when removing a catheter, excessive force should not be applied and removal should be discontinued for the time being. It is helpful to examine the catheter path with ultrasound to analyse the reason for the blockage when removing the catheter. A warm compress over the catheter path promotes vasodilation. Gently mobilising the veins on the skin surface may be helpful. If removal is still unsuccessful, it should be attempted again at a later time. Ultimately, the protocol of the respective hospital for difficult catheter removal must then be followed. The use of alcohol-based disinfectants can also damage the catheter and cause it to break. The package insert contains several warnings in this regard: - do not overstretch the catheter, as it could tear and cause a catheter embolism. - avoid contact of the catheter tubes with alcohol, acetone or disinfectants or dressing sprays based on organic solvents. They can cause irreversible damage to the catheter. No deviations were found during the review of the batch records. The batch complied with the specification and was released. The tensile strength of the catheter components is checked on a random basis. One batch was used for the catheter tube assembly (affected code 6g35961012). The tensile strength value of the catheter tube in batch 0131134 was at least 3.95 n. This batch therefore complied with its specification (at least 1.5 n). There has been one further complaint regarding batch 140425gs and two further complaints regarding a snapped catheter tube for product 1261.206 within the last three years. This query refers to all complaints worldwide that have come to our attention. Quality management has not initiated any further corrective actions as there are no indications of a manufacturing defect.

Event description:
Snapped catheter during removal caused by movement of baby. Migrated catheter fragment has to be removed during surgical intervention.

Event description:
Snapped catheter during removal caused by movement of baby. Migrated catheter fragment has to be removed during surgical intervention.

Manufacturer narrative:
The malfunctioning device will be returned for evaluation as part of the complaint investigation. Upon receipt, it will be investigated. The results of this investigation are still pending and will be reported to the FDA within thirty days of its conclusion via a follow-up MDR.